Event description:
It was reported that customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 118 mg/dl. The customer states that numbers were ramping on their own. The customer was advised the up or down button may be stuck. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
Findings: no button error alarm noted. Up arrow button did not respond due to corroded keypad trace. Pump had minor scratched display window and cracked reservoir tube lip. No scrolling numbers display anomaly noted.